Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller (rep) reported that about a year ago, patient started noticing the implantable neurostimulator (ins) stimulation turning off and on randomly. Caller reported patient keeps the stimulation on 24/7. Caller reported patient does not know any specific position, but when patient is standing, feels stimulation turned off and back on, does not last longer than 1 minute. Caller reported impedance are within normal limits. Caller reported patient has adaptive stimulation (as) turned on, but is not adjusting appropriately since 2024 as well. Agent suggest checking positional on adaptivestim, caller indicated patient does not want to do that, caller reported they will disable adaptivestim. Technical services suggest doing a diary if this continues with adaptivestim disabled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient did not describe any external/environmental/patient factors that may have caused or contributed to the as not adjusting appropriately. The cause for this was not determined. The as feature was turned off. The issue that the patient was describing being that his stimulation would randomly turn on/off has been resolved. The rep called the patient to follow up with them, and they said that since turning off the as, they have not had an issue.